Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for repairs, the hand piece was heating up. During pre-repair assessment performed by technician it was found rpm below specification due to normal wear. Technician also found no function, strong vibrations, motor loose, strong noise, hose and flex piece worn. The device was repaired.

Event description:
It was reported that the device was returned for repair and hand piece is heating up. Report 1 of 1 complaint (B)(4).